Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported that end user was experiencing difficulty with the infusion set. Further details regarding the experienced issues is unavailable; however it was reported that the end user's blood glucose level was elevated to 300 mg/dl requiring the administration of a correction bolus. No adverse health outcome was reported for this event.